Event description:
It was reported that stent damage occurred. The 70% stenosed, 24x3mm target lesion was located in a non-calcified and mildly tortuous left anterior descending (lad) artery. Predilation was performed using an unspecified balloon catheter. A 3.00x28mm promus element drug-eluting stent was then selected and advanced to treat the target lesion. However, it was noticed that the stent bridge was deformed and failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found no issues with crimped stent, balloon and tip. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at various positions along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 70% stenosed, 24x3mm target lesion was located in a non-calcified and mildly tortuous left anterior descending (lad) artery. Predilation was performed using an unspecified balloon catheter. A 3.00x28mm promus element drug-eluting stent was then selected and advanced to treat the target lesion. However, it was noticed that the stent bridge was deformed and failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).